Event description:
It was reported that a revision surgery took place (no traumatic event known, pain).

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a fractured femoral stem and possible infection involving a mrh knee fem xs rht was reported. The fractured femoral stem was confirmed. The infection was not confirmed. Device evaluation and results: a material analysis review concluded no material or manufacturing defects were observed. Medical records received and evaluation: a review of medical records by a clinical professional noted, ¿as there is no clinical information present in this case, this (rather high) infection suspicion cannot be further substantiated.¿ device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar event for the sterile lot. Conclusions: based on the material analysis review, the femoral stem fractured in fatigue. According to a review of the provided x-rays by a clinical consultant, the femoral component had a stable cement fixation immediately after the surgery. Furthermore, the clinician states that there was a lack of adequate bone reconstruction by the surgeon. Based on this information, the femoral component did not contribute to the failure of the femoral stem. The exact cause of the infection could not be determined because of a lack of information. Further information such as pathology records are needed to confirm the infection. Additional devices listed in this report: cat 6481-2-100, lot 009550, description: mrh tib rot comp xs-xl; cat 6481-2-120, lot ctd664, description: mrh axle; cat 6481-3-210, lot lbx959, description: mrhk tib ins 10mm xs/s s1/s2; cat 5551-l-320, lot lby002, description: triathlon asym patella a32x10; cat 6481-2-130, lot lby008, description: mrhk bumper insert - neutral; cat 6481-2-110, lot lby025, description: mrhk femoral bushing; unknown femoral component stem; unknown tibial component stem; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that a revision surgery took place (no traumatic event known, pain).

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mrh over tibial long l/xl. Additional information has been requested and if received, will be provided in the supplemental report.